Manufacturer narrative:
Implanted: 2003 (B)(6), explanted: 2012 (B)(6), lead model 3037, lot# unk, serial# (B)(4), implanted: unk, explanted: unk.

Event description:
It was reported the patient's device showed high impedance readings. There were no visible breaks or fractures in the lead. The lead was successfully replaced. The old lead was damaged during explant, and was discarded by the physician. The patient's device was functioning normally post-op. If additional information becomes available, a follow-up report will be sent.